Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an lar procedure, it was found that part of the staples were malformed after firing. Another device was used to complete the procedure. The pt was fine.